Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor's electrode was missing or bent. The sensor appeared bent, retracted, or damaged. The same issue happened to three sensors from the same package. Customer's blood glucose level was not reported. The device was not returned.